Event description:
Reporter called on behalf of customer to report customer was hospitalized. Reporter stated the pump was given an alarms in the past. Troubleshooting was performed. Insulin was exiting. Customer denied having any leaks or air bubbles in the reservoir.